Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular leads were extracted and replaced due to noise and fracture. The fracture was alleged to cause lead noise. The asymptomatic patient was not dependent and did not have any complications from the procedure.